Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a revision procedure was performed, and there was no longer any suspicion of a device issue. The analyzer revealed the same noise through the lead, and impedance values were normal. Despite this, there was no capture in the atrium at maximum output through the analyzer. There is now a suspicion that thismay be related to a very rapid atrial fibrillation (af), and the plan is to attempt a cardioversion when the patient is anticoagulated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be a connector/sensing problem between the right atrial (ra) lead, and the pacemaker. It was likely that the pacemaker system would be revised. The implantable pulse generator (ipg) and leads remain in use. No patient complications have been reported as a result of this event.